Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted earlier than expected. The ICD was explanted and replaced. Also reported was that the left ventricular (lv) lead was suspected to have become dislodged and had high threshold. The lv lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4194 implantable pacing lead (B)(6) 2008; 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.